Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by event description "clips came out uncontrollably" from device? It didn´t formed correct as it wont, se attached picture. The surgeon will go back to see on the video, they have recorded the procedure. Does this mean the device ejected clips when the surgeon tried to apply clips to cystic artery? Difficult to say see the answer before. If not, please describe in more detail the issue that occured with device and clips. See the answer before how much bleeding occurred? Not so much because the surgeon clamp the vessel with the applier. Were any blood products given? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the surgeon would position and fire the clip applier on cystic artery, the clips came out uncontrollably and the clip applier caused a bleeding of cystic artery. He stopped the bleeding by taking hold of the vessel. They took an extra trocar so he could reach the vessel from another angle with a new ligamax clip applier and placed clips on the vessel. Everything went ok. Procedure was prolonged by fifteen minutes.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition with a clip partially fed in the jaws; the clip was removed in order to perform functional testing. In addition, a picture of j-shaped clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no clips were fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. In addition, the feed link was noted to be broken. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.